Event description:
It was reported the customer was hospitalized due to high blood glucose troubleshooting was performed and pump appeared to function normal.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.